Event description:
A hospital in (B)(6) reported, via a distributor, that a crack was detected on an mr290v autofeed humidification chamber during the hospital's pre-use inspection of the device, prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v autofeed humidification chamber ('the chamber') was visually examined for cracks. Results: inspection of the chamber revealed a vertical crack running from top to bottom of the chamber dome in the vicinity of the hinge bracket. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all mr290 chambers on the production line are pressure tested for leaks that can be caused by cracks. Any chamber which fails the pressure test is rejected. Following the pressure test, each chamber undergoes a visual inspection of cracks. It is possible that the subject chamber developed a crack post-production, most likely from impact damage during transportation or storage. Our user instructions specify to the user to perform a pressure on leak test on the system prior to pt connection and not to use the chamber if seals are not intact upon receipt or if the chamber has been dropped. (B)(4).